Event description:
New tube-feeding pumps tubing has been frequently "popping out" without any apparent external force. The volume on the new pumps is quite low, and therefore it is risky situation because there could be a possibility of the pt getting an unintended bolus feeding. When I inquired co-workers about this problem, I was informed everyone has been having this problem. Furthermore, the small plastic "band" that makes the tubing "kink" to prevent free flow off the pump broke on this pt. Therefore, there seems to be a defect in both the design of the pump and the tubing.